Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
During an implant, when the physician attempted to implant this lead, the helix was noted to not extend properly, despite 40 turns being made by the physician. A high out of range pacing impedance measurement of greater than 2000 ohms was observed. The lead was removed and replaced and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Despite efforts, this lead was never returned from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.